Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm mitral bioprosthetic valve, the valve was explanted and replaced with a 27mm bioprosthetic due to perivalvular leak. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the leaflets were noted to be in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were slightly stiff but flexible, possibly due to blood contact and/or the decontamination process. All commissures and leaflets were intact. Multiple small needle holes were observed on the inflow section of the sewing ring. The outer diameter of the valve measured 29.09mm, which is within specification for a size 29mm valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the 29mm valve was explanted and replaced due to a sizing error.